Event description:
Complainant alleged that while attempting to defibrillate a patient after charging the machine to shock, the clinicians decided not to shock the patient so the nurse switched the machine from defib mode to monitor mode and the device inappropriately delivered energy to the patient and several nurses. Complainant indicated that there was no adverse effect to either the patient or any of the nurses due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.